Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, no glycemic instability symptoms were experienced, however, the customer was unable to self-treat and was provided orange juice and cake by a non-hcp for the treatment of hypoglycemia. No further treatment or information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Reader (B)(6) was returned and investigated. Visual investigation has been performed on the returned reader and damage was observed due to use related. Reader did not power on with button press, test strip or usb cable insertion. Reader was connected to the pc and masterm, however reader did not recognize. Reader was de-cased and download reader data while in the test fixture. Therefore, issue is not confirmed to use due to damaged reader. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, no glycemic instability symptoms were experienced, however, the customer was unable to self-treat and was provided orange juice and cake by a non-hcp for the treatment of hypoglycemia. No further treatment or information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) was returned and investigated. Visual investigation has been performed on the returned reader and damage was observed due to use related. Reader did not power on with button press, test strip or usb cable insertion. Reader was connected to the pc and masterm, however reader did not recognize. Reader was de-cased and download reader data while in the test fixture. Therefore, issue is not confirmed to use due to damaged reader. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, no glycemic instability symptoms were experienced, however, the customer was unable to self-treat and was provided orange juice and cake by a non-hcp for the treatment of hypoglycemia. No further treatment or information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.